Event description:
Information received by medtronic indicated that the customer reported a crack on the insulin pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement tests due to broken reservoir tube lip. The following were noted during visual inspection: unit had scratched case, cracked battery tube threads, missing reservoir tube o-ring, missing address/serial number label and stained end cap sticker. In summary, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.